Event description:
The reporter stated, "her finger was crooked 3 months after proximal interphalangeal (pip) left ring finger joint replacement. The prosthesis bulges out very far on the side next to the index finger. She cannot flex the distal joint on the finger. The finger remains very stiff after weeks of hand therapy, and finger deviates about 15 degrees from middle finger. The pip clicks when bent, and she cannot bend distal joint on said finger at will; can only force distal joint to flex slightly using other hand. The distal joint had no problem before surgery."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.